Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the pump was reset, and insulin delivery was resumed. Customer¿s blood glucose level was 140-150 mg/dl.